Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that since the battery replacement surgery, the patient hadn¿t returned to their cognitive baseline. The patient was increasingly confused and not oriented to place. It was noted that the patient had been under anesthesia for an extended period of time. The patient¿s mother was instructed to contact the patient¿s physician. Additional information was received from a manufacture representative (rep) via a patient on 2017-nov-01. The patient has memory issues that were not previously apparent as a result of an anoxic brain injury sustained during their implantable neurostimulator (ins) change surgery that occurred on (B)(6) 2017. A 48-hour eeg was used to diagnose the injury. The patient was diagnosed with an anoxic brain injury secondary to prolonged anesthesia. There were no actions taken to resolve the issue. The issue was not resolved but no further complications were reported/are anticipated. Additional information was received from the rep on 2017-nov-02. The rep indicated that no actions can be taken to resolve an anoxic brain injury. The patient remains under the care of a neurologist for follow up related to that. No further complications were reported/are anticipated.